Event description:
It was reported that the patient presented for remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that provided multiple high voltage shocks for ventricular tachycardia. The patient was transported to the emergency department with pulseless ventricular tachycardia that was treated with external defibrillation. The ICD was unable to provide therapy to convert the patient's rhythm. The device was then interrogated and was noted to be in backup operation. Programming changes were made to restore the device. Device image was then analyzed and noted to have an episode of electrograms that were missing. The device was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to deliver defibrillation shock was unconfirmed and the event of backup operation was confirmed. Review of the device data showed the backup operation was due to a power-on reset (por). Functional testing was performed which included sense testing, pace output testing, and high voltage output testing, and the device showed normal function. Stress testing was performed, however the failure could not be reproduced. The cause of the power-on reset was unable to be determined.